Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) (B) (4) alleging that his onetouch ultramini meter was reading inaccurately high compared to his feelings and/or normal result(s). The complaint was classified based on the customer service representative (csr) documentation. On an unspecified date/time in (B) (6) 2009, the pt reported he obtained a message of "hi" on the subject meter. Per the onetouch ultramini owner's booklet, this message appears when the meter detects a blood glucose level above 33.3 mmol/l. In response to the alleged high result, the pt claimed he took 20 units of novorapid insulin and 5 hours later had an "insulin shock." It is not known what type of treatment, if any, the pt received in response to the symptoms. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting. The pt did not have test strips to perform a quality control test on the reported products. This complaint is being reported because the pt claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.